Event description:
Caller reported that they believed they overcorrected, causing their blood glucose level to drop after initially rising. The customer's blood glucose level reached 43 mg/dl, indicating an impact. To address the low blood glucose, the customer consumed carbohydrates and did not require assistance from a third party. Everything returned to normal following these actions.